Event description:
It was reported that during a cryoablation procedure during the right superior pulmonary vein (rspv) ablation, compound motor action potential (cmap) decreased. The ablation continued but then a double stop was performed. The phrenic nerve pace was performed and there was no recovery. The case was completed with cryo. The injury was noted to be temporary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.